Manufacturer narrative:
The noise could not be reproduced in troubleshooting. The physician planned to monitor for any future lead sensing concerns. The pulse genrator was removed from service and has not yet been returned to boston scientific.

Manufacturer narrative:
Most recently, the non-bsc representative stated that there was never any evidence of asystole. The electrocautery exposure had only resulted in noise oversensing that did not impact critical therapy. The non-bsc representative had no allegation against device or lead performance.

Event description:
Boston scientific received information from a non-boston scientific representative that the pulse generator in association with this right ventricular (rv) lead did exhibit noise oversensing as the result of being in the presence of electrocautery equipment for the patient's heart-related surgery. Noise was also present on the right atrial channel. There were no reported adverse patient effects, however the patient had presented to the hospital after receiving therapies. The therapy was deemed appropriate in identifying fast ventricular tachycardia which successfully had converted the arrhythmia. In the subsequent review of episodes, the noise was observed. All other lead measurements were within normal limits. To date, it is not known whether pacemaker inhibition had occurred in relation to the noise oversensing.